Event description:
Adverse event(s): "laceration of zinn's zonule" (eye injury). Product problem(s): "leading haptic was adhered on the lens optic" (sticking [haptic]); "lens was rotated in the eye" (malposition of device [iol intraocular lens) implant]). A surgeon reported that after intraocular lens (iol) insertion, it was noted that a leading haptic was adhered on the lens optic. The surgeon reported that he tried to dislodge the adhered haptic from the optic and that when the lens was rotated in the eye, laceration of zinn's zonule occurred. The following day, it was noted that iol was off-center in the eye. The iol was explanted. A sulcus fixation of an alternative iol is planned. Add'l info has been requested

Manufacturer narrative:
The product was returned for analysis and showed signs of handling. One haptic was broken-gusset area (returned adhered to the anterior optic surface). The optic was torn/split (possibly cut) with a triangular portion removed (returned). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested. (B)(4).